Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface implant was deformed and would not insert into the tibial baseplate. Another device was used to complete the surgery.

Manufacturer narrative:
A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being amended to reflect changes. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records found no deviations or anomalies. This device is used for treatment. A complaint history search found no other complaints for the part and lot combination. As a second articular surface was opened and successfully implanted, it was concluded that the tibial component was not the source of the problem. A definitive root cause cannot be determined with the information provided.